Event description:
Provider states out of the box he attempted to install two newer lower pivot links on the chair from order (B)(4) and noticed that each one was an inch too short. Provider states that the gas cylinder is not working on the chair and the arm tube with plug button weld is broke at the rear of it.